Manufacturer narrative:
The root cause of the vascular damage could not be determined as no product was returned for analysis. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock suffering from an acute myocardial infarction. The patient had arrested multiple times, and so the cardiac catheterization staff performed coronary angioplasty with support of an impella cp. Upon transfer to the holding area, prior to ICU admission, the team observed a bleed at the impella access site. The team was unable to control the bleed and so the patient was sent to the operating room for vascular repair. In addition, 2 units of blood product were infused.